Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation.  If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reported: the usual 23g 1 inch needles were out of stock therefore other alternative needles offered by procurement were ordered. The needles are used to deliver dtp program and revaxis vaccination which is not supplied with the needles. The staff reported minor leakage from the connection between the needle and syringe. This incident may have affected 796 children. Phe and nhse/I have been made aware. Phe will be leading the investigation. This was reported as a serious incident by the trust. Staff stopped using these needles and another alternative has been identified until the supplies from the original supplier can be obtained. Follow up attempts were made to determine, the actual number of instances however to date, it has not been confirmed.